Event description:
The physician attempted to place a 3.0mm x 11.0mm biodivysio stent in the right coronary artery. There was one lesion in the mid right coronary artery and one in the distal right coronary artery. It was reported that predilatation was not performed. The vessel was 50% stenosed and moderately tortuous. The stent did not cross the mid right coronary lesion. Upon removing the stent, the stent came off in the proximal right coronary artery. It was reported that the stent was against the guiding catheter, but the stent appeared to "fall off". The stent was deployed in the proximal right coronary artery with a 1.5mm balloon and then post-dilated with a 3.0mm balloon. The physician placed four penta stents in the two lesions (mid and distal). A dissection was reported to have occurred and was repaired with stenting. There was no report of adverse pt sequelae.